Event description:
Subsequent to the previously filed reports, additional information was received that the mean gradient was 6 mm hg after the 2nd clip was implanted. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4) labeled. Internal file number - (B)(4). Added code (B)(4). The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the mitral stenosis cannot be determined. It is possible that the patients morphology/pathology contributed to the mitral stenosis; however, this cannot be determined.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed report, additional information was received indicating there was greater difficulty grasping the leaflets with the second mitraclip during the procedure on (B)(6) 2018. The patient was given medication and started on mechanical ventilation on (B)(6) 2018. On (B)(6) 2018, besides the surgery on the mitral valve, surgical intervention was also performed on the tricuspid leaflet, the iatrogenic asd [atrial septal defect], and the laa [left atrial appendage]. The patient also received a blood transfusion on (B)(6) 2018. A lvad/bvad [left ventricular assist device/biventricular assist device] was implanted on (B)(6) 2018. The patient expired on (B)(6) 2018. The cause of death was multiple organ failure. In the opinion of the physician, it is unknown whether the mitraclip device is related to the patient death. After the surgery, the patients heart was not well and had respiratory complications (pneumonia, pneumothorax, pulmonary alveolar hemorrhage, acute respiratory distress syndrome). Although the heart had been moving finally, the patient died from other factors (multiple organ failure that included respiration complication). However, the patient death was related to the mitraclip procedure due to the severe mitral regurgitation which required surgical intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). The severe mr remained and the patient was taken to the intensive care unit. The heart team was consulted with the surgeons and it was decided that the patient should undergo conventional surgery. Mitral valve replacement (mvr) surgery was performed the next day, (B)(6) 2018; both mitraclips were explanted. The surgeon commented that the patient had very fragile tissue related to steroid medication and a couple of chordae rupture and mitral leaflet damage confirmed. The ruptured chordae and leaflet damage were suspected to be related to the second mitraclip grasping and chordal entanglement. No additional information was provided. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the chordal entanglement, ruptured chordae, leaflet damage and surgical intervention. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr) in the patient with a2/p2 prolapse and mildly restricted posterior leaflet. Due to the short length of posterior mitral leaflet (pml), 7 mm length of pml, grasping the leaflet with the first mitraclip was difficult and took more than one hour. After the first clip was deployed successfully mr grade was reduced to grade 3. A second mitraclip was inserted to further reduce the mr. The physician grasped the lateral side of the leaflet several times and became trapped in chordae several times. The second clip was removed from the chordae using troubleshooting maneuvers. The second clip appeared to jump when it was released from the chordae. The second clip was completely closed and deployed on two leaflets, but mr grade returned to 4. The pressure gradient was 4 to 5 mm hg. A third clip was inserted between first and second clip, but mr grade did not change and the mean pressure gradient rose to 7 mm hg with the trial grasping. The grasp was released from the third clip delivery system (cds). The pressure gradient returned to an acceptable level and the undeployed third cds was removed from the anatomy.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. The reported failure to adhere or bond (difficulty grasping) appears to be related to patient morphology/pathology (a2/p2 prolapse and mildly restricted posterior leaflet). The difficult to remove the clip from the anatomy was due to the difficulty grasping; therefore, it was attributed to procedural conditions. The reported death appears to be related to procedural conditions. The tissue damage is likely due to the clip caught on the chordae. It is possible that the tissue damage contributed to the returned mr (mitral regurgitation); however, this cannot be confirmed. The death, mr, and tissue damage, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The atrial septal defect was filed under medwatch report # 2024168-2018-08675.